Event description:
Procedure type: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, she was discharged to home in stable condition with medications. Follow-up in 3-4 weeks.medical records after the discharge progress notes dated (B)(6) 2004 are not available for review to know about the details of the complications suffered by the patient; however we have included the complications listed by the patient per pfs as the outcome attributed to the device " pain, infection, and urinary problems after mesh placement".